Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported after wearing a tampon for five hours, upon removal the tampon fell apart leaving pieces inside. She went to her gynecologist and remaining tampon pieces were removed. She was fine and did not receive any treatment.